Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The returned battery cap was found to be worn at the top and was unable to tighten properly onto a test pump. In addition, the battery cap contact height measurements were found high out of specifications. The reported issue with the battery cap was duplicated in the investigation. A test cap was used in the remaining evaluation. The cap was able to be tightened and removed properly. The pump powered up and functioned properly. No tactile issue was found with the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the cap cannot be removed from the pump and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.